Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged liquid crystal display was confirmed during product evaluation. The root cause of the reported problem was determined to be damaged main display. Appropriate action was taken to correct the reported problem by replacing the main display. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4)

Event description:
The facility reported a colleague infusion pump with a damaged liquid crystal display. This condition occurred in the general patient ward and may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.